Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s downstream occlusion (dso) seal was peeling off. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One pump was returned for analysis in used condition. The manufacturing device history record review and the service history review found no evidence of an issue related to the complaint. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Functional testing confirmed the customer reported issue. The dso seal was observed to be lifting between the dso seal and air-in-line sensor. The cause of the issue was not enough glue used when applying the dso seal. The dso seal was replaced to correct this issue.